Event description:
Per (B)(6) 2016, CT abdomen/pelvis non-contrast (no sagittal): "ivc filter inf (inferior) l1 to l2-3; migration unlikely; significant tilt to right; coronal tilted to right 21 degrees; grade 3 perforation; right lateral strut abuts aorta (8 mm).". Per (B)(6) 2017, CT abdomen/pelvis non-contrast: "ivc filter inferior l1 to l2-3; no migration compared to CT (B)(6) 2016; significant tilt to right; coronal tilt to right 20 degrees; sagittal tilt ventrally 8 degrees; grade 3 perforation; right lateral strut abuts aorta (8 mm).".

Manufacturer narrative:
The following fields were updated per additional information received: b5, b6. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information to report at this time.

Manufacturer narrative:
H6-device codes: appropriate term/code not available (3191): perforation (from initial MDR). H10: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported abdominal/chest pain; leg swelling/pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No other complaints on lot. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# #3002808486-2019-00248. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under manufacturer report reference#. Occupation: non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the femoral vein due to lower left extremity deep vein thrombosis (dvt). Patient alleges tilt, vena cava perforation. Patient further alleges to have experienced leg swelling/pain, abdominal pain and chest pain. Filter successfully explanted on (B)(6) 2019. Per operative note (filter retrieval), dated (B)(6) 2019 "patent ivc, no clot within filter. Successful removal of entire ivc filter. Patent ivc post removal with no extravasation."